Event description:
The user facility reported that during a patient procedure hospital personnel commanded the table to unlock however, the table would not unlock.

Manufacturer narrative:
The facility's biomed placed the service call to steris as he came across the table in a hallway with a notice of "patient positioned upon the device in reverse patient orientation, a 3080rl surgical table would not unlock". A steris service technician inspected the table and found it to be operating properly. No issues were noted and the table performed to specifications. The table was returned to service and no additional issues have been reported. A steris surgical specialist followed up with the facility's biomed to obtain additional information about the reported event however the biomed was unable to provide the information. The operator manual states (pp.1-1), "do not release floor locks while patient is on table."